Event description:
Pt presented 20 months post-op with pain, unable to flex knee. X-ray showed screw in knee. During revision, screw was retrieved, and it was noted that distal end of screw was broken off in the stem extension.

Event description:
Pt presented 20 months post-op with pain, unable to flex knee. X-ray showed screw in knee. During revision, screw was retrieved, and it was noted that distal end of screw was broken off in the stem extension.